Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed there was no evidence of noise on the lead, and the health care professional (hcp) noted the patient would be seen in the clinic for further evaluation. This rv lead remains in service and no adverse patient effects were reported.